Event description:
It was reported that during a visit the patient was not feeling well. R-waves, pacing lead impedance and pacing thresholds had not changed. The patient presented with svt and complained of pain on the left side. It was later reported that the atrial lead perforated the patient, not the rv lead. Both leads were repositioned.

Manufacturer narrative:
Na